Event description:
Customer reported his insulin pump did not go into threshold suspend mode when he was low. Customer's current blood glucose is 109 mg/dl. He stated his sensors have been inaccurate, reading 101 mg/dl when his blood glucose was 40 mg/dl. Customer was advised of proper sensor and calibration methods. Customer was not calibrating enough. He was advised to speak to his doctor about his settings to avoid lows. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.